Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between may 30, 2024 - june 3, 2024. H11: the device was received for evaluation without containing any fluids. Visual inspection was performed which showed silicone oil located on the interior wall of the device's cover. Small amount of silicone oil from the bladder may have dripped onto the interior wall of the cover during manufacturing; this condition is cosmetic and has no impact on the function or safety of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. Upon visual inspection of the elastomer just taken from the primary packaging, the operator detected the presence of a transparent liquid inside the device dripping down the plastic wall. This was observed prior to patient use. There was no patient involvement. No additional information was available.